Event description:
A malfunction on the pump was reported by the customer, which occurred after swimming while attached to the device. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump as the issue could not be reset, and the customer will use multiple daily injections (mdi) as a backup therapy. The customer was instructed on how to place the pump into storage mode and return it with a pre-paid label, and they acknowledged these instructions.